Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and internal communication failure alarms. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(4) medical center flight for life. A getinge field service engineer (fse) evaluated the iabp and found a bad coiled cable and display touchscreen was not functioning. The autofill failure was caused by the monitor cable fault, when the screen locked up and stopped the autofill process. The fse replaced the display assembly and the coiled cable. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and internal communication failure alarms. No patient harm, serious injury or adverse event was reported.